Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for a patient who presented with a flow of zero. The event log file was filled with low flow events along with power decreasing compared to prior data in the periodic log. The patient underwent two computed tomography angiographies (ctas) which showed obstruction/ clot inside the outflow graft (ofg). The patient was asymptomatic, but the patient was brought to the operating room. Upon entering the chest, it was determined it was not an extrinsic outflow graft obstruction and proceeded with a pump exchange. A large amount of clot was noted within ofg and pump. The pump was exchanged without issue. Flows were noted as 3.8lpm, and speed as 5200rpm.